Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-may-2023. Investigation summary: one 20038e7d sample from lot 21085252 was received in sealed packaging for investigation. The feedback provided by the customer suggests occlusion was detected during use of the smartsite device, the customer also confirmed the connecting product was a luer slip syringe. A visual inspection of the returned sample did not identify any obvious damage or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the returned sample to a 50ml bd plastipak luer-lok syringe and 20ml bd luer slip syringe from bd stock and attempting to flush with fluid; in each instance, the piston of the smartsite opened, and no occlusions or flow restrictions were detected. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21085252 did not identify any in-process testing failures or quality deviations which could have contributed to the customer's experience.

Event description:
It was reported while using bd y'-connector set 3 way there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: smartsite tri extension lumens unable to infuse medications , when the treating clinician is trying to infuse medications they are unable to infuse medications.

Event description:
It was reported while using bd y'-connector set 3 way there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: smartsite tri extension lumens unable to infuse medications , when the treating clinician is trying to infuse medications they are unable to infuse medications.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.